Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer stated that the fenestrated bipolar forceps (fbf) instrument had a broken cable. The procedure was completed with no reported injury.